Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent came off inside the protective sheath when the sheath and stylet were removed. There was no patient involvement. No additional event or patient information is available.